Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing due to far field p-wave oversensing on the ventricular channel was observed. Programming changes were made. The device remains implanted.